Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: patient was implanted with a depuy pinnacle mom implant on her left side on (B)(6) 2009. Patient was implanted with a depuy pinnacle mom implant on her right side on (B)(6) 2008. Patient has suffered significant discomfort, pain, stiffness and, upon information and belief, loosening of the hip, all of which results in difficult and painful mobility and ambulation, all of which is ongoing, and has, or is at risk for, metal toxicity from this implant, and needs ongoing care and treatment. Patient will have to undergo revision surgery. Doi: (B)(6) 2009 - dor: unk (left side). Doi: (B)(6) 2008 - dor: unk (right side). (B)(6). Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2872975 and 2384083 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.